Event description:
The resolution 360 clip package labeled with a "1" in the top right corner deployed prematurely when device was opened. The resolution 360 clip package labeled with a "2" in the top right corner also deployed prematurely, but when device was closed.